Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not working; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. Because a sample was not returned by the customer and the device history record review associated with the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe "did not do vitrectomy" during an eye surgery. The issue was resolved by replacing the product. There was no patient impact. A product sample and additional information have been requested for this case.

Manufacturer narrative:
(B)(4).